Event description:
The caller stated that the outside diameter on this particular 3.5 ped is larger than other 3.5 peds she has used. The passy-muir valve would not fit. The tracheostomy tube was in use very briefly when it was seen that the size was different, and was then replaced with another 3.5 ped.

Manufacturer narrative:
No analysis or conclusions can be drawn without the device. Return of the tracheostomy tube for failure investigation has been requested. The lot number was provided and the MFR will review the lot history records. If the tube is returned and failure investigation results provide new or significant info, a follow-up report will be submitted.